Event description:
This is the first of two reports (same patient, same incident, different products). Linked to mfg. Report number: 3006697299-2016-00124. Upon testing, the handpiece only tested at 90%. It briefly worked but the user kept getting a water cooler alert. The suction pinch valve not working as well. They did all recommended troubleshooting but nothing resolved the issue. There was no patient injury. No revision or medical intervention needed. There was however a 45 minute delay in surgery. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 09jun2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cusa excel console was verified as performing to specification, the customer¿s handpiece was identified as over-torqued thus causing the complaint incident ¿upon testing handpiece only tested at (B)(4) and cooling water alert¿. The cusa excel console did not contribute and/or is not related to the reported incident. The cusa excel console was tested to f0388 ultrasonic field service report and verified as performing to specification. The service center evaluation did not duplicate or confirm the reported suction pinch valve; the cusa excel console was verified as performing to specification during the evaluation. No non-conformance reports were raised during the manufacturing process for this console. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel console been released. Service history: (B)(6) 2016. Cooling water alert: a review of cusa excel complaints was completed using the following key words ¿cooling water alert¿ in the search criteria. The review was specific to incidents related to the cusa excel console. Out of box spares of cooling sensor assemblies were not reviewed as they are not considered related to failures occurring during use. The review encompassed from dates (B)(6) 2015 to (B)(6) 2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. A trend/linkage of the complaints identified in the search criteria could not be established since this complaint's root cause conclusion is required to draw an accurate conclusion. Suction pinch valve not working: a review of cusa excel complaints was completed using the following key words ¿pinch valve¿ in the search criteria. The review encompassed from dates (B)(6) 2015 to (B)(6) 2016. A total of (B)(4) complaints were reviewed of which this complaint is the single complaint which contained the search criteria. As a result of the review; further trending will be performed as part of the failure analysis investigation. During the time period ¿(B)(6) 2015 to (B)(6) 2016¿, the global product usage for cusa excel console was calculated as (B)(4) usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. (B)(4) tubing set is used per operation / procedure, and is used as a means of quantifying the number of procedures undertaken. Cooling water alert: the quantity of complaints over the review period with the key words identified in the complaint review (B)(4) can therefore be calculated as (B)(4) ((B)(4)) of procedures. Suction pinch valve not working: the quantity of complaints over the review period with the key words identified in the complaint review (B)(4) can therefore be calculated as (B)(4) ((B)(4)) of procedures. The root cause of the complaint incident was identified as the customer¿s handpiece. The customer¿s handpiece was verified as over-torqued. The reported suction pinch valve was not duplicated or confirmed, the cusa excel console was verified as performing to specification during the evaluation.